Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer stated that the insulin pump may have been exposed to sweat. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. No button error alarm during testing. The insulin pump had a cracked lcd window, cracked case at display window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.